Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that the cause was undetermined. Multiple attempts were made to wet and dry the lead and the issue was resolved.

Event description:
The manufacturer representative (rep) was in the or with the patient having an inceptiv implanted with older leads that were left from a previous explanted ins. Rep states that one lead is plugged in and connecting well. The other presents with impedances over 40,000 ohms. Initially electrodes 9 and 15 are good, then when trying again 8, 9, 10, 14, and 15 are good. Rep states they feel like the lead is getting about halfway into the port and then there is some resistance, but they don't see any concerns with the connections. No symptoms were reported.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.